Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not have telemetry. It was noted that the device had likely reached end of service (eos), although this was unable to be confirmed. The icm remains in use. No patient complications have been reported as a result of this event.